Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump audio was not alarming. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer reported that to adjust the audio volume to 1, pressed save, and listen for the beep and to adjust the audio volume to 5, pressed save, and listen for the beep. Customer reported that they did not hear the differences between the two audio beep when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.